Event description:
The user received an erroneous hcg result for one patient specimen. The initial result was 1.62 miu per ml and was reported. The initial result was questioned and the sample was repeated with a result of 5253 miu per ml. There were no adverse effects from the erroneous result. The field service representative found an assay cup in the washstation and removed it. He also performed an alignment of the sr probe. To verify the analyzer performance, he ran performance tests, calibration and qc.